Event description:
It was reported that the patient's black cable lead started alarming on (B)(6) 2025 connecting to power. Patient came into clinic on (B)(6) 2025 for a system controller exchange. The black lead did seem to be broken inside the silicone covering at the distal end near the system controller. Images were not available. The system controller and the modular cable was intended to be exchanged on (B)(6) 2025. The event log files contained persistent power cable disconnect alarms. These faults seemed to indicate that the black system controller cable was no longer functioning as intended. The pump itself appeared to be operating within normal parameters. There was no evidence of any type of driveline electrical conductor issue in the log files. The system controller exchanged was commended if patient could safety tolerate the exchange. The system controller was also confirmed to be exchanged. The power cable disconnect alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms on the black power cable was confirmed via the submitted log file. The reported event of damage to the black power cable was not confirmed as no product was returned. On (B)(6) 2025 from 19:57:31-20:57:31 and (B)(6) 2025 from 17:57:25-18:57:25, the submitted controller periodic log file captured power cable disconnect alarms due to the relative state of charge (rsoc) voltage being below the alarm threshold. The alarms each resolved by the next time data was captured. On (B)(6) 2025 at 07:57:20, the controller periodic log file captured a similar sequence of events; however, the resolution of the alarms was not captured in the submitted log files. On (B)(6) 2025 from 12:23:00-12:23:03, a low voltage hazard alarm activated due to the white power cable being disconnected while the rsoc voltage on the black power cable was below the expected range. The alarm resolved when power was restored to the white power cable. The atypical power cable disconnect and low voltage hazard alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log files. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook,, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage hazard alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.